Event description:
The customer's granddaughter reports the customer was incoherant. Had lost conscouisness, and was foaming at the mouth. She was admitted to the hospital with severe hypoglycemia. The granddaughter reports erractic readings from the adc meter of 500mg/dl followed by 20mg/dl one minute later. There is no record of the course of the customer's treatment in the hospital.

Manufacturer narrative:
Na